Event description:
It was reported to philips that "low load fluoro flavor selected" was displayed and the fluoroscopy images became rough. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary planned non-emergency treatment which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed imaging related issues. Upon troubleshooting fse found that the fuse (f1) of the power supply unit (miu: mains interface unit) of the front generator was blown. Fse replaced generator fuse. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.